Event description:
Implant card was received indicating that the patient had a full revision due to high impedance. The explanted device will not be made available for return. No other relevant information has been received to date.